Event description:
It was reported that pump displayed malfunction alarm code ¿malf 0¿ with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, confirmed that malfunction did not recur after reset, advised that pump use could safely continue, and instructed customer to call back if any malfunction alarm appeared again.